Event description:
It was reported that the 4.5 es2 tap broke. The surgeon used the tap (successfully) three times prior to the below event occurring. The surgeon was using tap the correctly. While under live floro, the surgeon noticed that the tip of the tap literally broke off inside of the patient (1 - 1.5mm). The 'tip' was retrieved from the patient and no reported harm to patient. The broken tap was removed from sterile field and not used again within the case after the said event occurred.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the visual inspection in combination with the circumstances of use at the time of the fracture implicates the tap fractured by torsional/shear overload. Material analysis on a similar fracture identified the origin of the fracture to be at the root of the threading. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The awl was not used prior to the use of the tap. A 13 gauge jam shidi was used to breach the cortical shell of the bone; however, this instrument is not functionally equivalent to the awl because of geometric differences. The lack of awling may have led to elevated stresses on the tap. The awling step is outlined in the surgical technique and is critical to breaching cortical bone and providing a pilot pathway for simultaneous engagement of multiple tap threads. The engagement of multiple threads affords a more balanced distribution of stress across the distal tip of the instrument.conclusion: the root cause of the tip fracture could not be determined and is likely multi-factorial; the likely contributing factors include the lack of awling prior to tapping, cantilever loading during tapping, and the amount of applied load.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the visual inspection in combination with the circumstances of use at the time of the fracture implicates the tap fractured by torsional/shear overload. Material analysis on a similar fracture identified the origin of the fracture to be at the root of the threading. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The awl was not used prior to the use of the tap. The awling step is outlined in the surgical technique and is critical to breaching cortical bone and providing a pilot pathway for simultaneous engagement of multiple tap threads. The engagement of multiple threads affords a more balanced distribution of stress across the distal tip of the instrument. Conclusion: the root cause of the tip fracture could not be determined and is likely multi-factorial; the likely contributing factors include the lack of awling prior to tapping, cantilever loading during tapping, and the amount of applied load.

Event description:
It was reported that the 4.5 es2 tap broke. The surgeon used the tap (successfully) three times prior to the below event occurring. The surgeon was using tap the correctly. While under live floro, the surgeon noticed that the tip of the tap literally broke off inside of the patient (1 - 1.5mm). The 'tip' was retrieved from the patient and no reported harm to patient. The broken tap was removed from sterile field and not used again within the case after the said event occurred.